Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device coding: 2017 - excessive force. A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that during advancement, use of force was applied. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU), states: if resistance is encountered, do not force passage. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
The following additional information was received: the 2.8x16mm graftmaster rx covered stent system failed to cross; however, force was applied while advancing it and the proximal shaft separated outside the patient anatomy. The separated portion was simply withdrawn. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a perforation in the coronary artery. A 2.8x16mm graftmaster rx covered stent system failed to cross due to the anatomy even after several attempts. The perforation was successfully sealed with other unspecified methods. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.